Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No information has been provided as to the nature of the alleged unspecified injuries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2) an additional emdr was submitted to represent the bard/davol ventralex (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrlaight st (device #2). On (B)(6) 2012 and (B)(6) 2014: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex and ventralight st. (Device #1 and device #2). Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿